Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Corrected initial reporter hcp flag. Evaluation summary (B)(4) we did receive performance data collected from the device and have analyzed the data. The ventricular pace impedance began the record in the 600 - 700 ohm range and then began to increase with the week ending (B)(6) 2009, where the min/max values were 741/779 ohms. The final value of the record was 1064/1102 ohms for the week ending (B)(6) 2010. The lifetime ventricular sensing integrity counter is 269 and all counts occurred since (B)(6) 2010. A high value of this count can indicate a possible intermittency in the system. Lia was installed and was triggered (B)(6) 2010. Returned device analysis: (B)(4) no anomalies found. The grommet damage observed. (B)(4) no anomalies found. Full lead in segments returned and analyzed. The defib conductor was distorted, the outer tubing overlay was melted, the outer insulation had white substance, and the helix was distorted/bent, apparent explant damage. (B)(4) outer insulation breached depression. Full lead returned and analyzed. The outer insulation had a white substance.

Event description:
Oversensing was observed on routine follow-up. Noise was being collected as non-sustained tachycardia 1-3 times daily for a few beats each time consistent with external electromagnetic interference (emi). Patient thinks it might be associated with a light that does not work well. At follow-up office visit, a couple beats that looked like oversensing were noted when patient was sitting still. Isometrics by patient could not reproduce oversensing. The then patient sat in the chair relaxing and the same noise appeared. Xray noted atrial lead has good clearance from the other lead. Past carelink transmissions show that the noise started showing up starting on (B) (6) 2010. The leads remain implanted and active. The p/s portion of 6947 lead had been capped years ago due to threshold increase and impedance decrease. No patient complaint or complications have been reported due to this issue.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary (B) (4) the actual device was not received for evaluation. We did receive performance data collected from the device and have analyzed the data. The ventricular pace impedance began the record in the 600 - 700 ohm range and then began to increase with the week ending (B) (6) 2009, where the min/max values were 741/779 ohms. The final value of the record was 1064/1102 ohms for the week ending (B) (6) 2010. The lifetime ventricular sensing integrity counter is 269 and all counts occurred since (B) (6) 2010. A high value of this count can indicate a possible intermittency in the system. Lia was installed and was triggered (B) (6) 2010.